Event description:
It was reported that (2) lcsc5 were used during laparoscopically assisted vaginal hysterectomy procedure. It was reported by the rep that during the case the lcsc5 was being used. It began to give a solid tone. The scrub nurse retorqued the disposable and tried to reuse but still received a solid tone. A second lcsc5 was opened and the same problem occurred. The rep instructed the nurse to try another handpiece and disposable. A third lcsc5 worked and the case was completed. There was no consequence to pt.